Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that the pump was completely removed and the catheter was partially removed.  The patient wasn¿t getting relief from device and no longer wanted it implanted.